Event description:
Baxter reported, "the minicap adapters have more than usual povidone solution. The transfer set gets a brown discoloration in less than one month." There was no patient injury or medical intervention associated with this incident according to baxter.